Event description:
The customer stated that he opened a new carton of test strips and found the cap open on the bottle of strips. No adverse events were alleged. The customer refused to provide any personal or prod info and ended the call. No prod will be returned for eval.

Manufacturer narrative:
It is not possible to determine a MFR date without a reagent lot number.